Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD)e experienced noise post anti-tachycardia pacing (atp). The patient felt his heart rate increase, felt dizzy, lightheaded, and experienced syncope. Technical services (ts) recommended decreasing ventricular tachycardia (vt) zone. The device remains in service. No adverse patient effects were reported.